Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service by baxter personnel, a flogard infusion pump was found with physical damage on the pump 2 door latch; this condition had the potential to interrupt delivery. It is unknown what process step that this condition resulted. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the door latch. To correct the condition, the door latch was replaced. If any additional information is received, a follow up MDR will be sent.